Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Synthes (B)(6) reports: synthes (B)(6) sales synthes project manager reports: synthes (B)(4) sales consultant advised that a surgeon at (B)(6) experienced a problem with the titanium modular hand set during a procedure on (B)(6) 2011. The surgeon had placed 2 screws, and when he tightened them, the heads came off. He was not able to remove the screws in order to insert 2 new screws because there was nothing to remove the broken screws with. Two broken screws remain implanted in the patient. The part number, size or description of the screws is unavailable at the time of report. This report is for unknown screws. This is 2 of 2 reports for this event, (B)(4).